Event description:
The device was used during a laparoscopic hernia repair. It was reported the ems misfired and jammed. A second device was introduced to complete the procedure. There was no consequence to the pt.